Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5 june 2025, it was reported by an arthrex employee that an ar-6530td tripledam cannula, twist-in with valve 8.25 mm ID x 7 cm, broke during use. This was discovered during a medial patello femoral ligament procedure. The broken piece was removed from the patient and the surgery was completed successfully.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached picture, which shows a fragment of the cannula's cap broken. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to misalignment, prying/leveraging, and/or excessive force used during obturator insertion.